Event description:
Customer's daughter reported that her mother drove unit off of front porch during a demonstration. She sustained (3) three broken ribs, fluid in her lungs and blood clots in her legs. She was hospitalized and released on 6/6/99.